Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances to high levels, resulting in a polarity switch. Oversensing was also noted, and noise was seen during pocket manipulation. The rv lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.